Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 414 mg/dl. Customer stated that blood glucose was high only because she ran out of insulin at night. Customer treated high blood glucose by ate breakfast and did a bolus correction. Customer reported cosmetic damage to the insulin pump. Customer reported that she doesn't know how it happened she noticed the ring fell in the reservoir compartment when she was changing out her reservoir. Customer stated that she wasn't able to put the reservoir in the insulin pump because ring fell inside but now that she took the ring out the reservoir does lock into place . The pump will be returned for analysis.

Manufacturer narrative:
Pump received with broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, cracked case near display window corners and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.